Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the procedure, after the first coil was implanted, when the detachment marker was aligned to detach the second coil (subject coil), the coil tail greatly exceeded the microcatheter and even the delivery wire appeared to be coming out of the microcatheter tip. Contrast was performed and bleeding was observed, so the subject coil was immediately detached, and additional coils were implanted. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was severe, no torque was given where advancing the delivery wire, and the coil was advanced slowly and gently without applying excessive force. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the as reported event of unexpected movement of device. The reported events of patient hemorrhage, blood loss with sequelae is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during the coil embolization procedure, when the detachment marker was aligned to detach the subject coil, the coil tail greatly exceeded the microcatheter and the delivery wire of the subject coil appeared to be coming out of the microcatheter distal tip. Contrast was performed and bleeding was observed, therefore the subject coil was immediately detached, and additional coils were implanted as a medical intervention. The third to fifth coils could be implanted without any issue and the bleeding stopped. The procedure was completed successfully. The patient's immediate prognosis was not significantly affected.

Event description:
It was reported that during the coil embolization procedure, when the detachment marker was aligned to detach the subject coil, the coil tail greatly exceeded the microcatheter and the delivery wire of the subject coil appeared to be coming out of the microcatheter distal tip. Contrast was performed and bleeding was observed, therefore the subject coil was immediately detached, and additional coils were implanted as a medical intervention. The third to fifth coils could be implanted without any issue and the bleeding stopped. The procedure was completed successfully. The patient's immediate prognosis was not significantly affected.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the procedure, after the first coil was implanted, when the detachment marker was aligned to detach the second coil (subject coil), the coil tail greatly exceeded the microcatheter and even the delivery wire appeared to be coming out of the microcatheter tip. Contrast was performed and bleeding was observed, so the subject coil was immediately detached, and additional coils were implanted. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was severe, no torque was given where advancing the delivery wire, and the coil was advanced slowly and gently without applying excessive force. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the as reported event of unexpected movement of device. The as reported event of patient hemorrhage, blood loss with sequelae is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.